Manufacturer narrative:
Device evaluation: one device was returned for investigation in used conditions. Device had cracks in the water tank, a crack under the quick connect, chips out of the left top corner, discolored line and liquid crystal display damage. Visually observed liquid crystal damage. Root cause of the issue most likely due to the device being dropped. No action was taken due to the device being deemed beyond economical repair. A manufacturing device history review was not done as the device was beyond a year from the manufacturing date. Service history review shows device had not been in for service in the previous year.

Event description:
Additional information was received confirming there was no patient involvement.

Manufacturer narrative:
Additional information: b5 and h6 - health impact codes

Event description:
It was reported that the liquid crystal display (lcd) screen not working properly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.